Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were problems with the deployment of an everflex stent in the superficial femoral artery during a procedure involving a calcified lesion with moderate calcification and little tortuosity. Lock pin was removed prior to deployment. After 10mm of the stent was deployed, it was not possible to retract the outer sheath any further, and the remaining 5mm of the stent stayed in the sheath. Force was required to complete the stent deployment, and the device was pulled back with force, after which the stent was deployed correctly. The lesion was pre-dilated with a 6mm balloon. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.